Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv2924 showed no other similar product complaint(s) from this lot number.

Event description:
During evaluation, fractures were noted on the returned device.

Event description:
During evaluation, fractures were noted on the returned device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty aspirating through the catheter was confirmed. One assembled 4fr s/l groshong nxt catheter was returned for evaluation of this complaint. Microscopic examination of the catheter valve was unremarkable; the valve appeared straight and undamaged. The valve length was measured and was confirmed to meet the device specification. When an attempt was made to flush the catheter, fluid was seen leaking from two splits in the catheter, near the 40cm and 41cm depth markings. Microscopic examination was conducted on the split sites. The splits were circumferentially aligned and showed slightly rounded fracture edges and material wear near the split sites. The catheter tubing was lightly discolored near the terminating ends of the split sites, which can be an indicator of material stress. When the catheter was tested for aspiration, fluid could not be aspirated through the returned sample. It appeared that the catheter failed to aspirate fluid due to the holes in the catheter tubing. The holes in the tubing would have stopped negative pressure from building up in the device when attempting to aspirate fluid. The lack of negative pressure would have prevented the distal valve from opening for aspiration. The characteristics seen on the splits are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form cracks in the catheter. H3 other text : evaluation findings are in section h.11.